Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was having problems with air cooling. It is known that the event occurred during surgery. It is also known that there was no patient injury. However, it is unknown if there was any surgical delay or medical intervention reported related to this occurrence. No additional information was available.